Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). With the device showing all three icons, the internal hlc batteries likely would not have enough power to deliver sufficient defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to three electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly.the customer received a replacement device.